Event description:
As reported by our edwards affiliate in romania, during a transfemoral tavr procedure, a 23mm sapien 3 valve was deployed in the aortic position. The valve deployment initial procedure went well, and the valve was implanted with good position. Post implant transthoracic echocardiogram (tte) and angiograms indicated 'slight' paravalvular leak (pvl). The decision was made to post dilate the nominal plus 1cc of volume. During post dilation, rapid pacing failed for a couple of beats. The contraction of the ventricle pushed the inflated balloon with the valve few millimeters towards the aorta and outside of the ideal position. The decision was made to stabilize the initial valve further down the aorta. A second sapien 3 valve was implanted. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Corrected information: section h6. Additional information: section h10. The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery was provided for review. A device history review (DHR) review and lot history review were not performed as there were no allegations of a device malfunction. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, the complaint for 'thv embolized into aorta' was unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during the post dilatation, unfortunately, the rapid pacing failed for couple of beats and the contraction of the ventricle pushed the inflated balloon with the valve few millimeters towards the aorta, outside of the ideal position'. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, 'loss of capture during rapid pacing can cause sudden delivery system movement during deployment' and 'make sure pressure stabilizes before balloon inflation.' In this case, the loss of pacing capture disrupted the balloon stability during post deployment, causing the thv to embolize toward aorta, as reported. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (loss of pacing capture) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.